Event description:
This lead was explanted because it dislodged after multiple attempts at repositioning. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed at 16.5 cm distal to the is-1 connector pin deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that these deformations resulted from a tight suture. Further analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced by means of stylets used during the surgery. In summary, deformations of the outer conductor coil were observed, which resulted most likely from a tight suture. The analysis did not reveal any sign of a material or manufacturing problem.